Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) failed to load between step 1 & 2. No delays except to open another hs-3045 to complete the procedure without further incident. No patient injury reported.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4) updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation 05/07/2025. An investigation was conducted on 05/08/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The delivery device was removed from the loading device and the seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal and tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.218 inches . The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000447331 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.